Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 370105ar meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot met release specifications. Although technique issues were identified, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A report was called in concerning a variance between inratio inr results. The results were as follows: (B)(6) 2016: inratio=1.3, 2.5; (B)(6) 2016: inratio=1.6. The reported therapeutic range was: 2.1-2.6. Multiple fingersticks were performed on the same finger; multiple drops of blood were added to the test.